Manufacturer narrative:
The device was not returned for evaluation and the lot number information is unknown. Medical documentation has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Attorney reported claimant was admitted to emergency room after suffering pain, redness, blurry vision, discharge, swelling, and sensitivity to light. Claimant was diagnosed with a corneal ulcer with possible endophthalmitis and panophthalmitis. Claimant was treated with various antibiotics including topical and intravenous which were administered by the hospital on a frequent regimen and a pars plana vitrectomy was performed. Claimant's vision was not preserved and is now legally blind in right eye. Medical documentation has not been received.